Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's white power cable was damaged and had exposed wires due to patient caused wear and tear. The patient's system controller was exchanged. There were no alarms associated with the damage. The patient tolerated the system controller exchange well.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported damage to the system controller white power cable was not confirmed. The heartmate 3 system controller (serial number hsc-102685) was not returned for analysis. In addition, no photos or supporting documentation were submitted that would indicate an issue with the system controller. The log files were not obtained per information received on 05 dec 2022. The patient did not have any alarms or events associated with this damaged cable; the cable's damage resulted from wear and tear. The controller was exchanged without difficulty and will not be returned for evaluation. As the system controller (serial number hsc-102685) was not returned for evaluation, the root cause of the reported damage could not be determined in this analysis. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 07jul2021. No further information was provided. The manufacturer is closing the file on this event.